Event description:
Caller indicated the gludocard expression is reading high. Customer had just eaten and taken a dose of insulin then tested on the expression and got 599, retested on other meter (lonestar?) And got 143. About a minute later retested on the expression and got 599 again, retested on the other meter got reading around 130, immediately retested on the expression and got 599 for a third time. Retested again on expression around 8:30pm got 270. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.